Manufacturer narrative:
The automated impella controller (a(c) data logs and console were returned for evaluation and analysis. Data analysis of the aic logs noted on console there was an impella defective alarm that was issued persistently (multiple attempts) due to issues reading the first section of the pump eeprom. The pump was switched to a backup controller with no issues. Logs from the backup controller were not obtained to confirm whether there were any underlying issues reading the eeprom. The device analysis noted the failure mode was not reproduced. A known good impella cp was connected to this console and it read without any issues. A product history review was completed, and no action was required as a result of this review. The root cause of the impella defective alarm is most likely due to an intermittent malfunction of the impellatronic given the log characteristics. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an unknown age patient [information unavailable] with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support, and on the automated impella controller (aic) there was an impella defective alarm. Consequently, the impella cp pump was switched to a backup aic with no report of interruption in support and no harm to the patient.